Event description:
This report summarizes 35 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation and tilt. This information was received from various sources. Of the 35 malfunctions all involved patients with no consequences. The 35 patients ranged from 29-89 years of age. Three patients weight were provided, one patient weight 80 kgs, and the other two weight 215 and 465 lbs. Of the reported patients 18 were male and 15 were female. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported 36 malfunction, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80519. H10: the lot number was provided for 20 malfunctions out of 35 malfunctions, therefore a lot history review was performed. The samples were not returned for evaluation but medical records were provided and reviewed for 34 malfunctions. The investigation was confirmed for perforation and filter tilt for 27 malfunctions. The investigation was confirmed for perforation and inconclusive for tilt for 4 malfunctions. The investigation was confirmed for perforation and unconfirmed for tilt for 2 malfunctions. One malfunction is inconclusive for perforation and tilt. The investigation for remaining one malfunction is confirmed for perforation and positioning issue, but inconclusive for tilt. The definitive root cause could not be determined based upon available information. The devices were labeled for single use. H10: d4 (corporate lot no: gfql0745, gfrc2673, gfph3403, gfsi2173, gfpj1959, gftb3619, gfsh3630, gfrk3181, gfpj1941, gfqb2954, gfth3825, gfsl1260, gfrj2948, gftb3619, gfqf4279, gfpi3155, gfrf3694, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for 18 malfunctions out of 35 malfunctions, therefore a lot history review was performed. The samples were not returned for evaluation but medical records were provided. The investigation was confirmed for perforation and filter tilt for 25 malfunctions. The investigation was confirmed for perforation and inconclusive for tilt for 3 malfunctions. The investigation was confirmed for perforation and unconfirmed for tilt for 3 malfunctions. The investigation was inconclusive for 3 malfunctions, and 1 malfunction was confirmed for perforation, tilt, and positioning issue. The definitive root cause could not be determined based upon available information. The devices were labeled for single use. (Corporate lot no: gfql0745, gfrc2673, gfph3403, gfsi2173, gfpj1959, gftb3619, gfsh3630, gfrk3181, gfpj1941, gfqb2954, gfsl1260, gfrj2948, gfqf4279, gfpi3155, unknown).

Event description:
This report summarizes 35 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation and tilt. This information was received from various sources. Of the 35 malfunctions all involved patients with no consequences. The 33 patients ranged from 29-89 years of age. Three patients weight were provided, one patient weight (B)(6) kgs, and the other two weight (B)(6) lbs. Of the reported patients 17 were male and 15 were female. All other patient details were not provided.